Manufacturer narrative:
(B)(4). This report for a check lines and bags alarm was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was due to use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The patient stated they had been trying to connect their heater bag and then the bag leaked out a little bit of fluid. The patient proceeded to connect the bag to the heater line anyway. The baxter technical service representative (tsr) explained to the patient the proper set up procedures. The tsr assisted the patient with cycling the power off and on and then starting over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. The patient was contacted by baxter product surveillance on (B)(6) 2011 for clarification regarding the leaking bag. During this follow up additional information was obtained regarding the alarm. The patient stated that they had not connected the bag and line tight enough and when they broke the bag frangible it leaked. The patient stated it was their fault that the leak occurred and they knew better than to keep using the supplies. The patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.